Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 29-jul-2020: lot number added (50534017). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. 50534017) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure had grown into her uterus') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramping"), menstrual disorder ("menstrual problems"), genito-pelvic pain/penetration disorder ("bacterial vaginismus"), bacterial vaginosis ("bacterial vaginismus"), ovulation pain ("painful ovulation"), dyspareunia ("dyspareunia"), back pain ("pain in her lower back"), tinnitus ("ringing in ears"), dizziness ("dizziness"), skin disorder ("skin problems"), palpitations ("palpitations"), fluid retention ("fluid retention"), amnesia ("memory loss") and mental disorder ("psychological symptoms"). The patient was treated with surgery (fallopian tubes and parts of uterus also had to be removed). Essure was removed in (B)(6) 2020. At the time of the report, the embedded device, abdominal pain, menstrual disorder, genito-pelvic pain/penetration disorder, bacterial vaginosis, ovulation pain, dyspareunia, back pain, tinnitus, dizziness, skin disorder, palpitations, fluid retention, amnesia and mental disorder outcome was unknown. The reporter considered abdominal pain, amnesia, back pain, bacterial vaginosis, dizziness, dyspareunia, embedded device, fluid retention, genito-pelvic pain/penetration disorder, menstrual disorder, mental disorder, ovulation pain, palpitations, skin disorder and tinnitus to be related to essure. The reporter commented: since the surgery, the symptoms have been subsiding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: reporter and events abdominal cramping, menstrual problems, bacterial vaginismus, painful ovulation, dyspareunia, pain in her lower back, ringing in ears, dizziness, skin problems, palpitations, fluid retention, memory loss, psychological symptoms and essure had grown into her uterus added. Essure was removed in (B)(6) 2020. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure had grown into her uterus / essure had fused with her uterus') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain upper ("abdominal cramping / stomach cramps"), menstrual disorder ("menstrual problems"), genito-pelvic pain/penetration disorder ("bacterial vaginismus"), bacterial vaginosis ("bacterial vaginismus"), ovulation pain ("painful ovulation"), dyspareunia ("dyspareunia"), back pain ("pain in her lower back"), tinnitus ("ringing in ears"), dizziness ("dizziness"), skin disorder ("skin problems"), palpitations ("palpitations"), fluid retention ("fluid retention"), amnesia ("memory loss") and mental disorder ("psychological symptoms"). The patient was treated with surgery (fallopian tubes and parts of uterus also had to be removed). Essure was removed in (B)(6) 2020. At the time of the report, the embedded device, abdominal pain upper, menstrual disorder, genito-pelvic pain/penetration disorder, bacterial vaginosis, ovulation pain, dyspareunia, back pain, tinnitus, dizziness, skin disorder, palpitations, fluid retention, amnesia and mental disorder was resolving. The reporter considered abdominal pain upper, amnesia, back pain, bacterial vaginosis, dizziness, dyspareunia, embedded device, fluid retention, genito-pelvic pain/penetration disorder, menstrual disorder, mental disorder, ovulation pain, palpitations, skin disorder and tinnitus to be related to essure. The reporter commented: since the surgery, the symptoms have been subsiding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated, the adverse event abdominal pain was updated for abdominal pain upper (due to adverse event stomach pain). The outcome for all adverse events were changed for recovering/resolving. Amendment: due to internal review it was detected that last follow up was not received on 04-jan-2021 but on 24-sep-2020 we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure had grown into her uterus / essure had fused with her uterus') in a female patient who had essure (batch no. 50534017) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain upper ("abdominal cramping / stomach cramps"), menstrual disorder ("menstrual problems"), genito-pelvic pain/penetration disorder ("bacterial vaginismus"), bacterial vaginosis ("bacterial vaginismus"), ovulation pain ("painful ovulation"), dyspareunia ("dyspareunia"), back pain ("pain in her lower back"), tinnitus ("ringing in ears"), dizziness ("dizziness"), skin disorder ("skin problems"), palpitations ("palpitations"), fluid retention ("fluid retention"), amnesia ("memory loss") and mental disorder ("psychological symptoms"). The patient was treated with surgery (fallopian tubes and parts of uterus also had to be removed). Essure was removed in (B)(6) 2020. At the time of the report, the embedded device, abdominal pain upper, menstrual disorder, genito-pelvic pain/penetration disorder, bacterial vaginosis, ovulation pain, dyspareunia, back pain, tinnitus, dizziness, skin disorder, palpitations, fluid retention, amnesia and mental disorder was resolving. The reporter considered abdominal pain upper, amnesia, back pain, bacterial vaginosis, dizziness, dyspareunia, embedded device, fluid retention, genito-pelvic pain/penetration disorder, menstrual disorder, mental disorder, ovulation pain, palpitations, skin disorder and tinnitus to be related to essure. The reporter commented: since the surgery, the symptoms have been subsiding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated, the adverse event abdominal pain was updated for abdominal pain upper (due to adverse event stomach pain). The outcome for all adverse events were changed for recovering/resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.